Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The original purpose of the revision case was to determine the reason for the lack of sensing and pacing on the rv channel and a pacing impedance >200. What was found was that the rv p/s portion of the lead came loose in the header and needed to be fully inserted into the device. Once inserted, rv pacing, sensing, and pacing impedance were all within range and stable. However, once the device was placed back into the pocket, the shock impedance was >150. The physician removed and inserted the device in the pocket multiple times. He unplugged and re-plugged the rv coil portion of the lead. He tried flushing the rv coil port on the header and flushed the pocket to ensure it was not a dry-pocket issue, but the high and out of range shock impedance persisted. This lasted over a span of 15 minutes. They ran a manual, 10j shock through the device, which still demonstrated a shock impedance of >150ohms. Rep consistently ran impedance measurements over the 15 minutes of troubleshooting. All of a sudden, the shock impedance measurement changed from >150 to 63 ohms. No drastic change was made or noted that could have been related to the change in shock impedance. From then on, all numbers were within range and stable. Dft testing was run to ensure proper device function. This behavior has not been documented before. Device remains implanted.